Manufacturer narrative:
Serial number of the device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure "the doctor dilated to gain access to cavity and had trouble entering. [She] dilated again and had same problem." Hologic representative present during the case warned that the fluid deficit was increasing but the physician attempted re-entry again and the deficit continued to rise. The doctor agreed to end the case as it was possible she may have perforated the patient. No additional details available at this time.